Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl. Infusion set was changed. Correction boluses and manual injections were used to address bg. Pump system check was performed; pump was identified as functioning as intended. Recommendation was made for the customer to discuss the event with a healthcare provider.